Event description:
It was reported that the patient had a red heart alarm occur at home on (B)(6) 2022 and experienced chest pains. They were urgently admitted to the site, and the staff connected the patient to the power module; however, the red heart alarm occurred again. The site replaced the patient's primary system controller with their backup controller. A pump stop then occurred when the white power cable was disconnected during battery support. The site then replaced the patient's backup controller with their primary controller. Log file analysis captured several speed drops below the low speed limit as well as pump stops. These events were indicative of a driveline issue and the site exchanged the heartmate ii pump for a heartmate 3 pump on (B)(6) 2022.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer's investigation is complete.

Manufacturer narrative:
Manufacturer's investigation conclusion: the evaluation of (B)(6) confirmed internal wire fatigue. (B)(6) was returned assembled with the driveline cut approximately 1.0¿ from the pump body and a severed portion of driveline measuring approximately 37.0¿ was also returned. The sealed inflow conduit and sealed outflow graft were returned and were secured to their respective pump ports. Examination of the pump blood-contacting surfaces revealed no adhered depositions or thrombus formations. The rotor, bearings, and other blood-contacting surfaces were viewed under a microscope. No anomalies were noted. Continuity testing was performed, and all the wires were found to be electrically intact. No shorts or discontinuities were found during electrical continuity testing. After the bionate and metal-braided shielding were removed from the returned portions of driveline, visual inspection of the underlying wires revealed breaches in the insulation of the black, brown, red, orange, yellow, and green wires approximately 3.75" from the pump housing. The conductors of these wires were exposed, which appeared to be the result of abrasion from the metal shielding due to repetitive flexing of the lead in these areas. There was no evidence of mechanical damage such as crushing or pinching. The driveline was then submerged in a saline bath for hipot testing to check for current leakage through each wire's insulation. The test did not reveal any additional areas of concern. The breaches in the wires would have interrupted function as a result of the exposed conductors of any of the wires potentially contacting the braided shield and shorting to ground if the device was supported by the mobile power unit or power module. The resulting short to shields would have caused the pump stop/low speed events observed in the submitted log file data. The disruptions in the wires would have affected wire phases 1, 2, and 3 and could have interrupted function as a result of a phase to phase short if the exposed conductors from any of the wires made direct or simultaneous contact with the braided shield if the device was supported by batteries or an ungrounded patient cable. The relevant sections of the device history records were reviewed and showed no deviation from manufacturing or quality assurance specifications. The heartmate ii left ventricular assist system instructions for use (rev. B) discusses damage due to wear and fatigue of the driveline and includes driveline care instructions. All heartmate ii left ventricular assist device drivelines have the potential for wire/shield breakdown to occur depending upon the length of use and movement/flexing over time. The heartmate ii left ventricular assist system patient handbook (rev. D) contains information on caring for the driveline. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
B5: the patient's hm ii to hm ii pump exchange due to thrombus is reported under MFR #: 2916596-2018-03734. Author information: (B)(6) a case of heartmate 2 that underwent pump replacement due to damage to 6 conductors in the lower layer of the driveline. Artificial organs. (B)(6) hospital. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported through the research article "a case of heartmate 2 that underwent pump replacement due to damage to 6 conductors in the lower layer of the driveline" that a patient underwent a heartmate ii (hm ii) to heartmate 3 (hm3) pump exchange. The patient was initially implanted on (B)(6) 2018, but a thrombus occurred two days later requiring a hm ii to hm ii pump exchange. After this pump replacement, the patient was stable at home for four years. On (B)(6) 2022, a red heart alarm occurred; the patient was transported via ambulance and admitted into the cardiovascular ward for follow-up observation. Interrogation revealed the red heart alarm occurred while the patient was sleeping and connected to their power module (ppm); the patient was switched to battery power. The ppm patient cable and system controller were exchanged as a precaution but this did not resolve the issue as the red heart alarm occurred multiple more times while connected to their batteries or their ppm. It was then determined that the red heart alarm was caused by the driveline. The patient underwent a pump exchange.